Event description:
Additional information reported that the patient was having intermittent, severe pain. The pain came every evening and it was frustrating. The patient had been having trouble with the catheter-pump connection as previously reported. The health care provider had used glue/sealant to secure the catheter during the procedure. Following the catheter replacement surgery, the patient continued to have an epidural sac where the fluid was building up around the catheter entry site. The patient was concerned with getting more sedation than he would like. The patient had a bad night on (B)(6) 2014, because his pain was "out of sight." The patient was prescribed cough syrup to take, and the patient was feeling ok. The patient's puffiness/bulge went away in the last few days, because the health care provider had went in and fixed it. It was noted that the patient had 3 surgeries to get the pump working right, and it was still unknown if the pump was working right. Clonidine was added to the pump in the first week of (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient never had therapeutic effect and was in pain. The patient stated that something was wrong and not working right. The first "fire alarm" was on (B)(6) 2014. It was not exactly clear what was meant by "fire alarm". The patient had an x-ray on (B)(6) 2014, and a dye study on (B)(6) 2014, and then a CT scan on (B)(6) 2014 when the patient last saw their healthcare professional (hcp). The hcp noted that the patient had had an MRI as well. The results showed that the catheter was connected, but that something was wrong as it was leaking. The patient stated that the pump worked "a couple of times", however, the patient was reportedly worse off at that time as he was not receiving oral medication like he was before the pump. The physician was deciding between fixing the catheter or replacing the device as the possibility of scar tissue was mentioned. The patient also noted a sac in the lower back, "like a bubble", that started the beginning of the first week near the catheter. The doctor noted that this was a cerebrospinal fluid (csf) collection under the skin in the back over the spine where the catheter was inserted. The doctor felt that it was most likely a spinal fluid leak, but wanted to replace the catheter at the time of spinal fluid leak repair as they could not rule out a micro tear or catheter fracture. The catheter was explanted and replaced by another from the same manufacturer on (B)(6) 2014, however, the manufacturer records indicate this replacement occurred on (B)(6) 2014. The product issue was reportedly resolved, but the cause remained undetermined. It was then reported that on (B)(6) 2014, the patient heard a high-pitched beep and thought it was from the personal therapy manager (ptm), but was not sure. The patient was unable to confirm if this sounded like a critical or non-critical alarm. The patient reported that he did not know if the pump was flowing enough during the last couple of days. The patient reported being "jumpy". The patient noted that the hcp took a long time to program the adjustment on (B)(6) 2014, and said "it wasn't flowing enough to the ptm". The patient had not been able to determine if the pump was helping with his pain as the patient had neuropathy. The patient's pump was intended to infuse dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
As of the date of this report, the patient continued to have pain. He was bedridden. The pump helped, but he still had pain. Per the patient, the pain may have been pre-existing to the pump.

Manufacturer narrative:
(B)(4).